Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 10/30/2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reverting to set up mode when trying to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on" (B)(6) 2015, 6:00pm". The patient manages her diabetes with a combination of medications including 500mg metformin 3 times daily and 5mg glipizide 1 daily. The patient stated that "2.5 - 3 hours" after the alleged issue began she developed the symptom of "sweatiness". The patient reported that on "(B)(6) 2015 at 8:30-9:00pm" he took more food and/or drink. At the time of troubleshooting the cca noted that this was the first time the patient had used the subject meter and there was no misuse of the meter. The issue was resolved after walking the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.